Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer lost his insulin pump. Customer treated his high blood glucose with sensor only. The customer's blood glucose was 496mg/dl. Customer's current blood glucose was 149mg/dl. The customer treated with insulin pen. The customer was calling to get over tape, due to site being infected.